Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). According to the customer, the adc device displayed a reading of approximately 252 mg/dl, while their glucose levels were dropping rapidly. The customer experienced symptoms of hypoglycemia, including dizziness, shaking/shivering, sweating, and eventually lost consciousness. The customer was unable to self-treat. An hcp meter reading showed glucose levels between 56 mg/dl and 70 mg/dl, requiring treatment with IV fluids and an unspecified agent intended to raise blood glucose levels, administered by a healthcare professional. Upon arrival at the hospital, the customer¿s glucose readings were over 200 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); damaged sensor board was observed. Smu (source measurement unit) test was unable to performed. A visual inspection was performed using a digital microscope on the returned puck. The antenna and sensor tail were observed to be removed from the pcba. No abnormalities were observed. The device was brought to the bench for testing. The returned device was unable to scan due to the damage that was occurred during de-casing. Any other additional testing was not able to be performed on the device. Due to this device did not able to be tested due to de-casing damage, this issue will be closed to unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). According to the customer, the adc device displayed a reading of approximately 252 mg/dl, while their glucose levels were dropping rapidly. The customer experienced symptoms of hypoglycemia, including dizziness, shaking/shivering, sweating, and eventually lost consciousness. The customer was unable to self-treat. An hcp meter reading showed glucose levels between 56 mg/dl and 70 mg/dl, requiring treatment with IV fluids and an unspecified agent intended to raise blood glucose levels, administered by a healthcare professional. Upon arrival at the hospital, the customer¿s glucose readings were over 200 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.